Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that three screwdrivers were found stripped when preparing to use them for a procedure. Another set was used to get working screwdriver. No consequences to patient reported. There were no fragments generated, and no reported harm to the patient. This report is for one (1) t25 stardrive shaft f/matrix standard. This is report 1 of 3 for (B)(4).